Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # r94867. Additional information was requested, and the following was obtained: please clarify: misfired. Did the device fire and then stop firing? Did the device not fire at all? Response: the device initially fired, on his second attempt the stapler was fired but nothing came out. Doctor fired a couple more times, but the staples had jammed within the device. The original staple that was problematic did fall out of the device and was removed from the patient cavity with a grasper. Device analysis: the analysis results found that the el5ml device was received with one jaw disengaged from the cam and inserted thru trocar; this condition would not allow the jaws to collapse in order to form the clips. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the jaw was readjusted and in the next actuations, 3 conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device misfired. It is unknown how the case was completed. There were no patient consequences.